Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the power supply ps3 was defective and was subsequently replaced. It was further determined that the footswitch had connection pins which had come loose. This was repaired. The microprocessor on the fluoro function board was reseated along with all boards in the workstation. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's c-arm had intermittent problems with vertical lift. It was further reported that the footswitch was not functioning and the collimator was intermittently rotating. There was no adverse pt involvement reported. There was no pt info reported.